Event description:
It was reported that the patient presented to the hospital with chest pains. X-ray showed that the rv lead perforated through the ventricle. The lead was explanted and replaced. The patient was in good condition after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found. The lead tip stiffness was tested and the lead was found to be within specification.